Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents. No unexpected low battery alarm or failed battery test alarm noted. The device also was received with minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported failed battery test. Customer also states issues with the alarm. Advised if alarm is not cleared the failed battery test will recur. The blood glucose reading is 96 mg/dl. The insulin pump will be replaced. Nothing further reported.